Event description:
As reported by the user facility: ref# 4251687-02, lot# 2k07258232, needlestick injury. Product inserted into pt, removed needle and placed back into the blister lid, then finished insertion procedure. He then grasped blister lid to dispose and felt the needle stick him. Clinician stated that he does not know if clip was fully deployed or was dislodged by his grasp. He was able to create dislodgement of the clip of a clean sample by using the same grasp. No sample. Please refer MFR ref # 9610825-2013-00208.